Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s fever as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow hazard alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the low flow alarms were likely related to the patient¿s circadian rhythm. The controller event log files collectively contained data from 13:54:57 through 17:12:40 on (B)(6) 2021 and from 5:37:55 through 9:28:17 on (B)(6) 2021, per the timestamps. Transient, low flow fault flags were captured throughout these files when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.1-2.4 lpm. These faults resulted in a total of 28 low flow hazard alarms, with some lasting up to 6.5 minutes in duration. The remaining low flow faults did not last long enough to trigger low flow hazard alarms. The observed events also appeared to be associated with slightly elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that the patient had an unexplained fever since the second day post-implant. In addition, the patient also had postoperative pneumonia which was managed by performing a tracheostomy and administering sedatives. The doctors were considering the possibility of a malignant syndrome as well as metal allergies from the hm3 pump. It was later communicated that the cause of the patient¿s fever was not identified but the fever was able to be lowered; therefore, the possibility of an allergy to the hm3 pump was ruled out. The account also reported that the low flow alarms were not worried about at the time and were possibly related to circadian rhythm. The patient was reportedly getting better, and the plan of care was to continue treatment for the fever and return to normal vad care afterwards. The device reportedly operated as intended. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has had an unexplained fever since the second day after the patient's implantation. The patient also had postoperative pneumonia and is managed by performing a tracheostomy and administering sedatives. The doctors consider the possibility of malignant syndrome. The doctors are also considering the possibility of fever and metal allergies from the heartmate 3 pump. Upon review of the log files, technical services noticed multiple low flow events on (B)(6) 2021. The low flow events occurred when pi was elevated. The low flow events seem to be patient related. The lvad temperature was between 45-47 degrees c which is the normal range.